Manufacturer narrative:
We are reporting according to exemption no (B)(4). Incidents involving medical devices mfg by arjo hosp equipment ab in (B)(4) will be reported by us, the legal MFR, arjo hosp equipment ab in (B)(4) on behalf of our sales and distribution company in the (B)(4). Additional info will be provided upon conclusion of the MFR's investigation. Track wise ID.

Event description:
As stated by the customer 2010-(B)(6): cna reports she had bathed the resident in the shower trolley. Cna was dressing the resident on the trolley following the evening bath. Cna reports hearing a "cracking" noise followed by the lower part (feet half) on the trolley tipping upwards and towards the left side. Cna held onto the resident and slowed the lean of the tub while assisting resident along the tub. The resident rolled onto her stomach as she reached the corner of the tub. Cna's assisted resident from the tub with no reported injuries. Observation of the shower trolley revealed two large bolts had snapped, resulting in the tub tilting and pulling away from the base. (B)(4).